Event description:
It was reported that the reservoir of this inflatable penile prosthesis had migrated towards the scrotum, causing pain for the patient. Additionally, the device would not inflate as the migration resulted in a kink. The device was explanted and replaced. No further patient complications were reported.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis had migrated towards the scrotum, causing pain for the patient; the reservoir perforated the fascia that covers the inguinal ring. Additionally, the device would not inflate as the migration resulted in a kink. The device was explanted and replaced. No further patient complications were reported.